Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal prolapse, genuine stress urinary incontinence, anterior vaginal prolapse, a cystocele, and vaginal vault prolapse. The patient underwent the concurrent procedures of abdominal sacral colpopexy, enterocele repair, and sigmoid rectopexy with concomitant abdominoplasty during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 by dr. (B)(6) and mesh was implanted concurrently with rectopexy & culdeplasty, cystoscopy.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04472. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced bowel problems, abdominal pain, frequent uti¿s and lower back pain. (B)(4).